Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-02008 1. Section b. Box 5. Describe event or problem this report is associated with MFR report numbers: 1. 3005168196-2020-02006 2. 3005168196-2020-02007

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using penumbra system jet 7 reperfusion catheters (jet7)s and a neuron max 6f 088 long sheath (neuron max). It was noted that the patient's anatomy was tortuous. During the procedure, the physician noticed the jet7 was leaking just beyond the hub on the back table. Therefore, the jet7 was not used in the procedure. Another jet7 was used to continue the procedure; however, the same issue occurred. It was also reported that while the neuron max was still inside the patient, the physician noticed that it was kinked; the neuron max was also removed. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) and another neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-02006, 3005168196-2020-02007.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). It was noted that the patient's anatomy was tortuous. During the procedure, the physician noticed the jet7 was leaking just beyond the hub while in use in the patient. Therefore, the jet7 was removed. Another jet7 was used to continue the procedure; however, the same issue occurred. It was also reported that while the neuron max was still inside the patient, the physician noticed that it was kinked; the neuron max was also removed. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) and another neuron max. There was no report of an adverse effect to the patient.